Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a partial display on their insulin pump's screen. Customer also stated changing the battery did not resolve the partial display. The customer's blood glucose was 101 mg/dl. The customer did not drop or bump their insulin pump. The customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.